Manufacturer narrative:
(B)(4). D10: associated products: item reference: unknown, item name: unknown oxford femoral component right, item lot: unknown. Item reference: unknown, item name: unknown oxford bearing right, item lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00148, 3002806535-2023-00149. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately year after partial right knee arthroplasty patient experienced cracking, popping and pain. Bone scan showed loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: associated products: associated product: item reference: 159577, item name: oxf anat brg rt md size 5 PMA , item lot: 056400 item reference: 161469 , item name: oxf twin-peg cmntd fem md PMA, item lot: 176040 item reference: 110035368, item name: biomet bc r 1x40 us, item lot: h2203z36ba. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. The earlier images demonstrate bilateral medial unicompartmental arthroplasties with anatomic alignment, subsequent images 19 months post implantation demonstrate new radiolucency at the medial margin of the right knee tibial implant bone-metal interface consistent with osteolysis and early implant loosening. Overall alignment is maintained. Interval development of osteolysis and early implant loosening of the right knee medial unicompartmental arthroplasty. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products: item reference: (B)(4), item name: oxf twin-peg cmntd fem md PMA , item lot: unknown. Item reference: (B)(4), item name: oxf anat brg rt md size 5 PMA, item lot: unknown.

Event description:
It was reported that approximately two years after initial bilateral partial knee replacements the patient presented with pain and stiffness in bilateral knees, right greater than left. Bone scans and xrays revealed right knee radiolucency under the tibial baseplate concerning for loosening. A revision to right total knee replacement was discussed with the patient, but none has been scheduled at this time. Due diligence is in progress for this complaint; to date no additional information or product has been received.